Manufacturer narrative:
As of this filing, the involved sidecutting bur, medium has been returned/received from the user facility for evaluation. The investigation is in process and a supplemental and final report will be filed upon the completion of the investigation. Device has not been received for eval.

Event description:
The end user facility reported that during use of a 2x7.5mm sidecutting bur, medium tapered in a tooth extraction procedure and when the surgeon placed the drill onto the tooth, the tip of the bur broke off. The broken bur was retrieved and a second identical bur was used to complete the procedure. There were no surgical complications or delay reported and no patient injury as a result of this reported breakage. Follow-up with the end-user facility revealed that they do not remember the specific case during which the incident occurred, hence no additional event information and no patient age/gender details available.

Manufacturer narrative:
Conmed received the damaged bur for evaluation on 13-jan-2016 and confirmed the report of the bur tip breakage. Visual examination of this sidecutting bur found the tip had broken off and the broken portion was returned. Further inspection by the r&d engineer found the fracture appears to have been brittle based upon the surface topology, which is normal for carbide material. It also appears that the fracture initiated on one side due to a high radial load. The report concluded that the overall investigation findings did not reveal any obvious defects in the bur surface that would have led to this type of breakage. This lot with the (B)(4) was manufactured on 18-aug-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged bur tip breakage. Of the lot containing 120 units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device showed a total of four (4) similar reports with a quantity of six (6) "bur heads broke off during surgeries" received from the same facility. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode 0.06 percent. It should be noted, of the four (4) reports of bur heads breakage, there have been no serious injuries or death related to these reported incidents. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur. Expiration date: 07/31/2020 instead of 08/31/2020.